Event description:
It was reported that the right ventricular (rv) lead dislodged and had high thresholds. It was noted that the patient had slipped down the stairs and had tried to grab the rail which consequently pulled the lead back. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.